Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump exhibited a hardware issue in which the front screen bezel separated from the device housing while the device was on a charging pad; the user reported no impact to blood glucose and provided a blood glucose value of 150 mg/dl at notification. Symptoms included no injury or physiological effects. Outcomes included no changes to clinical status, no need for medical intervention, and no hospitalization. Investigation included customer interview, device replacement logistics, return instructions, and education on safe shutdown and setup of the replacement device. Investigation of this device revealed a confirmed device component failure related to the external enclosure and display assembly consistent with screen-to-housing separation, with no associated alarms or therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the device enclosure/display interface.